Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed signs of physical damage: damaged/cracked bottom cover. Damaged/cracked bezel. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1926 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid underneath the pump assembly. The cause of the observed dried fluid could not be determined. Mushroom head check passed.upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported an issue with the liberty cycler in unknown phase of treatment. The screen was blank and the patient pressed ok, stop and touched the screen but it remained blank. The buttons made audible noise when pressed. The cycler was rebooted and the buttons lit up but the screen remained blank. The fresenius technical support representative issued a cycler replacement and advised the patient to discontinue using this cycler as the patient did know how to perform manual exchanges. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified. Upon follow up, it was confirmed that the patient completed treatment on the cycler the day of the reported event, but stated he did not perform a treatment until the cycler replacement arrived. The cycler has been sent to the patient and confirmed that he received it on (B)(6) 2024 as scheduled and he stated he was able to complete treatment on the cycler replacement without any further issue. No patient adverse effects were experienced and no medical intervention was required.